Manufacturer narrative:
Pt info: information unknown/not provided. If implanted, give date: not applicable, the healon product is not an implanted product. If explanted, give date: not applicable, the healon product is not an implanted product. Therefore, not explanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the product were reviewed and no related deviation or non-conformance was initiated during the manufacturing process. The product was manufactured and released according to specification. A search for related complaints from the lot involved from the last 12 months was conducted and no related complaints were found. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the healon product did not come out and it seemed like the needle got stuck. The issue was noticed during the surgery. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: additional information received indicated that although the doctor initially reported that the issue was at the time of use, however, the account clarified that the healon did not come out before use; therefore, the healon device did not contact the patient. This event is no longer reportable and no further information will be provided under this manufacturer report number. Device evaluation: the product was received and evaluated. The perforation needle was found blocked and it can be caused by dried healon, as the syringe was activated. The inner surface of the cannula hub was found to be damaged due to contact with the outer tip of the perforation needle. No further test was performed as the complaint cannula showed typical blockage caused by the "perforation needle/cannula issue" a (CAPA) corrective action preventive action was initiated and the design change is now on-going via the change control procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.